Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complaints team was forwarded a publication entitled, "use of right ventricular assisted device for right heart failure in a patient with acute respiratory distress syndrome" in which there was a neurological event with possible relationship to impella. The patient had a computed tomography scan performed and the brain was consistent with cerebral edema and multifocal hemorrhages in bilateral cerebral hemispheres, with the largest lesion measured approximately one centimeter. The cause of the cerebral edema and multifocal hemorrhages is unknown.

Manufacturer narrative:
G.2 revised as selection was omitted from the previously submitted report.

Manufacturer narrative:
Citation: jahngir, m. U., & nabizadeh-eraghi, p. (2021). Use of right ventricular assisted device for right heart failure in a patient with acute respiratory distress syndrome. Cureus. Https://doi.org/10.7759/cureus.17671 h.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report. Code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes h.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded. Literature citation was omitted from the previously submitted reports. Attachments - literature attachment was omitted from the previously submitted reports.